Event description:
It was further reported 10 days later that the patient met at the doctors office last month and was told the implant wasn't "doing a thing." The patient also said they recharged her device. However, it was reviewed with the patient that she does not have a rechargeable device. The patient has called her doctors office and they say to call the company. The patient was attempting to obtain a programmer as well. If additional information is received, a follow up report will be sent.

Event description:
It was reported that for the past 2-3 months, something wasn¿t working. The patient wasn¿t sure which device wasn¿t helping her, but her back hurt and the pain was running down her legs. A loss of therapeutic effect was noted. Before 2-3 months ago, the patient used to feel stimulation when she sat down, it felt like a little shock. The patient had no falls or traumas. The pain was present prior to the device implant and is the pain the device is intended to treat. The patient hadn¿t seen her physician in years. The patient requested and was given physician names. It was further reported that the patient had not felt stimulation for 2-3 months and thought therapy hadn¿t worked for about 2 months. She did not have a programmer to make adjustments. It was again reported that the device was not working. The stimulation worked for a while but wasn¿t doing anything now. The patient stated that every time she walked, she was holding on and confirmed nothing out of the ordinary had happened. The patient was connected to a physician¿s office. It was again reported a week later that the therapy was not working. The patient reported the pain/return of symptoms was sudden since may, however, she also stated, she didn¿t realize stimulation wasn¿t working until recently. The patient contacted a physician but was told to call the company. The patient was again redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that the patient met with a company representative at her physician¿s office and she only needed an increase in amplitude to feel stimulation. The patient was pleased with the resulting pain relief. The patient was provided with a replacement programmer.

Manufacturer narrative:
Product ID 37092, lot# 276480001, implanted: 2011 (B)(6); product type accessory product ID 3 7743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that the patient still had pain in her back and legs and still couldn¿t feel stimulation. The patient still did not have a programmer. The patient was supposed to receive one from a company representative but had not received it. The patient did not have another follow up with her physician until (B)(6) 2014.

Event description:
It was later reported that patient had never received a programmer and ¿need it bad.¿

Event description:
Additional information received reported that the patient was still waiting on a patient programmer (pp) that she was supposed to receive. She still had pain in her legs and back as she was not able to adjust stimulation due to not having a pp. Four days later, it was noted that a manufacturing representative had sent a replacement pp to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.